Manufacturer narrative:
In the case description, the user mentioned receiving a 3 u bolus unprogrammed. Upon unlocking the returned device, the first time startup flow was triggered through the lock screen message and background were different than the default, indicating that the device had been reset prior to the investigation. Inspection of the android log files downloaded from the controller found no information from the date of occurrence due to the device reset. It could not be determined if the reported bolus was delivered or if there was evidence of interaction to program the reported bolus without data from the date of occurrence. The cause of the reported event could not be determined.

Event description:
Customer reports, she had an endocrinologist appointment and prior to the visit she had given a bolus an hour before at 10:48 am for 15 grams of carbs, 3 units. Customer states, she then went to her appointment and when she was in the room her healthcare professional (hcp) was looking at her controller and noticed she got another 3 unit bolus at 11:46 am just before she had gotten in the room, which she had not actioned. The customer did not require medical intervention or treatment. The physical device and event log data have been requested by insulet for further investigation. At the time of this report further details are not available, and this case will be reassessed if new information is received.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.